Manufacturer narrative:
This event occurred in (B)(6). The field service representative (fsr) found that the main pump was not providing adequate pressure, which would affect the internal and external washing of the sippers and probes. In addition, the engineer learned that the analyzer had been having abnormal measuring cell alarms in the weeks leading up to this event and found several problems with the analyzer including damaged reagent probe and a faulty solenoid valve. The fsr carried out the appropriate countermeasures (replaced pump) and tested the analyzer with an instrument check which showed that the instrument was working within specification. The customer has had no further issues. The quality controls and calibrations were within acceptable limits. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable b-12 and folate results on 8000 e 801 module. The results were from the same sample. B-12 results: the initial result of 2000 ng/l was reported to the clinician. The clinician questioned the initial result and the test was repeated. The repeated result was 407 ng/l. Folate results: the initial result of 20 ug/l was reported to the clinician. The clinician questioned the initial result and the test was repeated. The repeated result was 8.8 ug/l. The reagent lot numbers and expiration dates were requested but were not provided.